Event description:
The customer reported a group a2 with anti-a1 patient's sample reacted negative in the reverse grouping with a1 cells during provue validation. Testing was initially performed on the ortho provue analyzer and confirmed in manual gel test using the same lot of gel cards lot from mts a/b/d monoclonal and reverse grouping card lot# 071808037-22. The sample was typed as group a-pos, but the a1 cells reacted positive (2+) in tube method. The customer crossmatched 3 units of type a-pos packed cells in tube method and gel method and obtained compatible results. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
Ocd was unable to confirm the customer's complaint. Satisfactory results were obtained with retained and returned gel cards from lot# 071808037-22 with the returned sample and a known a2b sample. Batch record review was within release specifications. Incident is isolated. (B) (4).